Manufacturer narrative:
(B)(4). Date sent: 10/25/2023. Investigation summary: since this occurred in france, there is no call home data available. The probe returned and the tip was broken off and not included with the return. There was tissue char on the heat shrink and cannula. The tip was disassembled. The ceramic distal of the break was missing and pulled out from under the heat shrink. The inner conductor and brass cap were still attached. However there was evidence of thermal damage. The potential cause of the tip break is unknown due to the thermal damage seen. A search of nonconformities (ncs) was performed for lot ml22067853. There were no observed nonconformities for this lot. Manufacture date: 6/1/2022. Expiration date: 2/28/2026.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. D4 batch #: unknown. Additional information was requested and the following was obtained: event description: after 7 minutes of 10 of treatment, an error message displayed. The antenna was blocked despite a channel change. The risks are manifold: partial removal of the liver nodule, recurrence of the partially treated nodule. No immediate patient consequence. During analysis of the returned probe, it was determined that the returned probe had a broken tip and the tip was not returned with the probe. Was the tip left inside of the patient? Yes, the tip was left inside the patient. The ir didn¿t see it at first glance but we can see it on the scan below. Was the tip discarded? Left in the patient. If the tip was left in the patient, are there any plans to retrieve the tip? No plan to retrieve the tip for now. The ir saw the patient one month post ablation. No sign of infection. The patient had an MRI since then, no issue. He will see him again in october. Please describe the insertion approach. The ir is very experienced and has been using our system since 2017. Was any resistance encountered during insertion of the probes? No resistance encountered, no lateral force. Was a lateral force applied to the probe during insertion and/or during use? No. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an ablation the probe stopped working. It stopped after 7 minutes of treatment. The radiologist restarted the ablation mode but the probe was not working. He plugged the probe back into another channel but it still didn't work. They used a second probe and the treatment went well afterwards. They were able to complete the procedure with no consequences for the patient.